Event description:
Patient reported right side ¿caused decades of issue", "leaching [leaking] silicone has now gone to create large cell lymphomas on my arms, legs, and kidney¿. Device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5145968, mw5145969. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking silicone has now gone to create large cell lymphomas".